Event description:
On (B)(6) 2022, a perceval valve was intended to be used in an aortic valve replacement procedure. The surgeon sized and opened a perceval sutureless aortic heart valve pvs25 /l, but there was something wrong with the valve (details unknown). The surgeon ended up implanting a larger size pvs27 /xl in the patient. No further details provided at this time.